Event description:
It was reported that during a coronary stent procedure on a 99% mid-lad lesion, wire difficulties were encountered. The lesion was pre-dilated to 30% stenosis prior to stenting of mid-distal lad and proximal lad. Physician felt areas of stenosis were reduced to 0% following stenting. He then noted the wire was prolapsing on itself. He believes the distal end of the stent may not have been fully deployed and that there may have been more plaque in the distal portion than he had anticipated. When he attempted to remove the wire, he believes that the tip of the prolapsed wire went through a strut of the stent and when he pulled back on the wire, the wire fractured. Multiple attempts to snare the wire tip were unsuccessful. The patient was sent to surgery on an emergent basis. The stent and the retained wire were successfully removed and coronary bypass surgery was performed. The patient is reported to be doing well.